Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference report#: 3006705815-2018-01947. It was reported that the patient was experiencing bloody drainage through a superficial opening, and at her midline incision of her lead site. As a result, the patient was sent home with proper instructions for care, and prescribed keflex which addressed the issue.